Manufacturer narrative:
The investigation has been reopened because the product has been received. Depuy will notify the FDA of the results of the investigation once it has been completed.

Manufacturer narrative:
This complaint is under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was revised to address pain thought to be related to metal-on-metal implants.

Manufacturer narrative:
The complaint states the primary tha surgery (aml-mom) was performed on (B)(6) 2007. The patient complained the pain. The surgeon diagnosed the case as mom, because the clear-zone was found around the cup, and the cup center-edge angel was normal. During the revision surgery, the black ring was found around the junction of neck-head, so the surgeon decided to remove the stem. In comparison with the past cases, the large amount of the substance was attached around the junction. Although the tha revision was performed by split-way, the periprosthetic femoral fractures were unavoidable, and the surgeon fixed the broken parts by the nesplon cable. The surgeon used the wagner-long stem and dual-mobility cup (zb ltd) because the distal-fixed stem seemed favorable a complaints database search did not identify any anomalies. Without further information the root cause of the complaint cannot be determined. The complaint shall be closed with an undetermined conclusion; entered into the complaints database and monitored through trend analysis. If further information is received the complaint shall be reopened and investigated further. Post market surveillance is per sep (B)(4).

Manufacturer narrative:
Conclusion and justification status: the complaint states the primary tha surgery (aml-mom) was performed on (B)(6) 2007. The patient complained the pain. The surgeon diagnosed the case as mom, because the clear-zone was found around the cup, and the cup center-edge angel was normal. During the revision surgery, the black ring was found around the junction of neck-head, so the surgeon decided to remove the stem. In comparison with the past cases, the large amount of the substance was attached around the junction. Although the tha revision was performed by split-way, the periprosthetic femoral fractures were unavoidable, and the surgeon fixed the broken parts by the nesplon cable. The surgeon used the wagner-long stem and dual-mobility cup (zb ltd) because the distal-fixed stem seemed favorable a complaints database search did not identify any anomalies. Without further information the root cause of the complaint cannot be determined. The complaint shall be closed with an undetermined conclusion; entered into the complaints database and monitored through trend analysis. If further information is received the complaint shall be reopened and investigated further. Post market surveillance is per (B)(4). Addendum added (B)(6) 2016: the complaint was reopened as the products were returned. These were reviewed by bioengineering and a report was received stating head and stem taper sectioned. Liner exterior covered in film so not possible to score taper. The impingement on the neck was suggested by the incomplete ring of debris. This may have also been removed on extraction if an instrument clamped here. It was unlikely that a manufacturing defect was present. The complaint shall be closed with an undetermined conclusion depuy considers the investigation closed. Should additional information be received the investigation will be reopened.

Event description:
The primary tha surgery (aml-mom) was performed on (B)(6) 2007. The patient complained the pain. The surgeon diagnosed the case as mom, because the clear-zone was found around the cup, and the cup center-edge angel was normal. During the revision surgery, the black ring was found around the junction of neck-head, so the surgeon decided to remove the stem. In comparison with the past cases, the large amount of the substance was attached around the junction. Although the tha revision was performed by split-way, the periprosthetic femoral fractures were unavoidable, and the surgeon fixed the broken parts by the nesplon cable. The surgeon used the wagner-long stem and dual-mobility cup (zb ltd) because the distal-fixed stem seemed favorable. The research of the removed implant by an electron microscope is required.